Manufacturer narrative:
H10) it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. Dose information not available. Estimated absorbed dose to patient based on unutilized radiation is between 25msv to = 50msv. Number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the ht controller board for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit could not complete calibrations preventing 3d image acquisition functionality. Continuation of d11) pn: bi31000118 sn:(B)(4) . 2 : s/n (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The x-ray did not work with high kvp and there was no reconstruction during the generator overload. The ht board was changed. There were no signs of arching on the tube or in the candle. One side of the signal was lower than the other side on the kv+ and kv. The tried to swap the cable stay on the same side. Calibration was performed along with autocalibration small/large. The dose was adjusted and the us dose acceptance was performed. There was no reconstruction during the generator overload. The igbt tested okay. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was not able to reconstruct the 3d image. The site rebooted the system several times both the mobile view station (mvs) and image acquisition system (ias) and the issue remained. They also tried to do a 3d in low doses and nothing. The 2d works. Both navigation and imaging were aborted causing less than an hour delay in the case. No further information has been received. Additional information was received stating that the procedure was aborted after the health care professional waited less than an hour. The patient was anesthesia and a incision had been made on the patient. No further information could be obtained from the site.